Event description:
It was reported by service report that the scale was not functioning correctly as it was off by about 10 pounds. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale out of calibration.